Manufacturer narrative:
Concomitant medical product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the ins had not been helping the patient with her pain needs as she expected. There were no falls or injuries noted. The rep reported that reps met with the patient several times for system review and reprogramming. There were meetings on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2019. The rep reported that on (B)(6) 2019, the patient reported that the stimulation in her legs was too much and after reprogramming she reported good coverage. The rep noted that (B)(6) 2019 was the last encounter with the patient. The rep reported that the system was explanted on (B)(6) 2019. The issue was resolved. No further complications were reported.